Manufacturer narrative:
This is the fist of 2 reports. The subject device is not available.

Event description:
It was reported that during a coil embolization in order to retreat a ruptured aneurysm located at the posterior communication artery (pcomm), the second coil (subject device) detached by itself during positioning interacting with the already implanted first coil and pulling the first coil along. Both coils were removed with the non-stryker retriever device. The patient experienced bleeding in the middle cerebral artery (mca) during the retrieval process and was sent to neurosurgery

Manufacturer narrative:
Patient code grid: corrected to specify the location as the bleed occurred in the middle cerebral artery (mca).

Event description:
It was reported that during a coil embolization in order to retreat a ruptured aneurysm located at the posterior communication artery (pcomm), the second coil (subject device) detached by itself during positioning interacting with the already implanted first coil and pulling the first coil along. Both coils were removed with the non-stryker retriever device. The patient experienced bleeding in the middle cerebral artery (mca) during the retrieval process and was sent to neurosurgery.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the proximal contact of the delivery wire and the deliver wire were kinked, the main coil suture was damaged, and the main coil was stretched and broken. It was noted that the coil had not detached but that the main coil was broken/fractured. It is likely that the main coil was damaged during the procedure resulting in the interaction with the other previously implanted coil and the subsequent patient complications. Therefore, an assignable cause of operational context has been assigned to this investigation. Expiration date: added. Product available to stryker: updated. Device evaluated by mfg. Manufacturing date: added.

Event description:
It was reported that during a coil embolization in order to retreat a ruptured aneurysm located at the posterior communication artery (pcomm), the second coil (subject device) detached by itself during positioning interacting with the already implanted first coil and pulling the first coil along. Both coils were removed with the non-stryker retriever device. The patient experienced bleeding in the middle cerebral artery (mca) during the retrieval process and was sent to neurosurgery.